Event description:
Boston scientific received information that this patient was in the emergency room due to unknown symptoms. Device evaluation noted loss of capture, elevated threshold measurements and impedance measurements around 300 ohms. The patient had an underlying rhythm in the 30's. A chest x-ray showed this right ventricular (rv) lead was dislodged. A lead revision was performed and the lead was repositioned without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.